Manufacturer narrative:
Product ID: 3889-28, lot# va0fmhk, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that a patient had overactive bladder and interstitial cystitis, had been taking medication for 20 years, and the device hadn¿t helped her condition. The patient¿s implantable neurostimulator (ins) site was painful and it felt like the ins was going to poke out of her skin. The device didn¿t ¿settle correctly.¿ it was very painful for her to sit down, she sat at a desk all day long, and by the time she got home, it was really painful. The patient was told that she shouldn¿t feel the pain at the site after a few weeks. The patient saw her doctor about a week after implant, he looked at the ins site, and everything looked fine. A manufacturer representative spoke with the patient and ¿took care of the issue.¿ a manufacturer representative made adjustments at the patient¿s post-operative appointment, she had increased vibration in her crotch and big toe, and nothing had changed. She turned the de vice off on (B)(6) 2014 and asked her doctor to remove it. Her doctor talked about a repositioning surgery, but the patient wanted it removed because the pain wasn¿t worth it, especially if the device didn¿t work. The patient¿s removal surgery was scheduled for (B)(6) 2014. No outcome was reported regarding this event. Further follow-up was conducted to obtain additional information. If additional information is received, a follow-up report will be sent.